Manufacturer narrative:
Please note that the following section was updated for clarification 1. Section b. Box 5. Describe event or problem. Evaluation of the returned 3maxc confirmed that the catheter was fractured. Based on the stress marks near the fracture site, this break was likely the result of a kink. If the 3maxc is forcefully manipulated at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the 3maxc was fractured 34.5 cm from the hub in the patient and had to be snared out. No additional information has been provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the 3maxc was damaged in the patient and had to be snared out. No additional information has been provided. There was no report of an adverse effect to the patient.